Event description:
It was reported that a large volume infusor underinfused. The event was further described as the 96 hours infusion was not empty after 120 hours. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: östersunds sjukhus, tillverkningsapoteket plan 3 e1: initial reporter city: östersund. E1: initial reporter postal code - 831 83. H4: the lot was manufactured from january 13, 2020 to january 14, 2020. The device was received for evaluation containing no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.